Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: august 11, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens and handpiece were received inside of the original folding carton. Patient stickers, a blank patient ID card, a blank implant notification card, and the directions for use (dfu) were received as well. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. Further inspection of the cartridge revealed that there was viscoelastic residue dispersed throughout the cartridge, suggesting that an adequate amount of ophthalmic viscoelastic device (ovd) was used. The handpiece was disassembled and the assembly was inspected. No issues that could cause or contribute to the complaint issue could be identified. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and no issues could be identified. The complaint issue of lens damaged was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: does not apply - lens was not implanted. Section d6b - explant date: does not apply - lens was not implanted and therefore not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was twisted on release. There was no patient contact and no further information was provided.